Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. Treatment was not reported. At the time of this report, the patient remained hospitalized and was not recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient was prescribed unknown antibiotics the day after onset of the peritonitis and the unspecified antibiotics ¿did not work for the peritonitis¿. At the time of this report, the patient remained hospitalized and is ¿medicated with vancomycin¿ (dose, frequency, route and duration not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that as a result of the ongoing peritonitis, peritonial dialysis therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not yet recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.